Event description:
Procedure type: esophagectomy. According to the reporter: when the surgeon fired the stapler only half, the staples formed resulting in an incomplete anastamosis. Another reload was fired which worked properly. This resulted in tissue loss as the surgeon had to redo the anastamosis. This did not cause more than 250cc of unanticipated blood loss. The case was not delayed more than 30 minutes as a result of the problem. The current pt's status is indicated as stable.